Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had called the emt (emergency medical technician) due to hypoglycemia. The patient's blood glucose levels declined to 45 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include double vision and difficulty waking up. The patient was treated with IV (intravenous) dextrose. The patient was released the same day. The pod was worn when seeking medical attention.